Event description:
This rv lead was implanted on (B)(6) 2003 and remain implanted at this time. A call was placed to technical services on 08/21/2017 stating that atrial undersensing observed on stored atrial tachycardia response events. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).